Event description:
During review of programming history on (B)(6) 2103, high impedance was seen during a system diagnostic test on (B)(6) 2012. There are no subsequent diagnostic tests to show that the high impedance resolved.

Manufacturer narrative:
.